Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation. However, a picture and a video of the impacted set was provided. The visual inspection observed the reported fluid leak at the level of the replacement y-connector. The cause was manufacturing related. The line was not properly glued by the operator at the gluing station. The involved operator has been retrained. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, an external fluid leak was observed during the priming of one unit of prismaflex st100. There was no patient involvement. No additional information is available.